Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G1-2: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added . H6: device code updated to 2993: adverse event without identified device or use problem. H6: investigation code updated to 4114: device not returned. H6: investigation code updated to 4119: insufficient information available. H6: investigation code updated to 3331 - analysis of production records. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient was experiencing skin irritation from using the spinalpak assembly. The patient is using the spinalpak on her cervical spine. The patient is wearing a neck brace and has large bandages on the back side of her neck. The patient described the skin as having sores and little pimples. The patient said that the skin irritation was where she was applying the cover patches. The patient advised that she was going to wait until her skin heals and then use the electrodes without the cover patches. The patient saw her doctor who was very displeased about the skin irritation. The doctor advised the patient to discontinue use of the spinalpak. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: neck brace. Medical product: bandages. Therapy date: unknown. Medical product: granules (<2mm). Medical product: allograft bone matrix . Medical product: posterior & smooth screws, pc set screw, hch screw set . Medical product: h2h nut, 12pr3535, h2h30-s0. Therapy date: (B)(6) 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing skin irritation from using the spinalpak assembly. The patient is using the spinalpak on her cervical spine. The patient is wearing a neck brace and has large bandages on the back side of her neck. The patient described the skin as having sores and little pimples. The patient said that the skin irritation was where she was applying the cover patches. The patient advised that she was going to wait until her skin heals and then use the electrodes without the cover patches. The patient saw her doctor who was very displeased about the skin irritation. The doctor advised the patient to discontinue use of the spinalpak. It was reported that no further information is available.